Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Customer's blood glucose reading 120 mg/dl. It was also reported that the customer's insulin pump kept turning off. The customer also reported blood glucose levels of 40 mg/dl. Troubleshooting occurred. Advised sensor would be replaced.